Manufacturer narrative:
Device evaluation- one used device was returned for evaluation. The visual inspection of the device showed no abnormalities. The sample was given functional testing to check for cuff leakage. The testing showed the device cuff had deflated, indicating a leak in the inflation system (cuff and pilot line). Further testing determined the leak source was located on the cuff. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. This review included the following procedures: bonding tube to cuff, test of suction lumen, assembly, packaging. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. Functional testing showed no cuff leakage. The investigation was unable to establish the cause of the leak identified. The manufacturing facility has performed a review of cuff leakage complaints for this product type and has not identified any adverse trends.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical tracheostomy had air leak from the cuff during use. No patient injury.